Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: mc1avr1-delsys, serial/lot #: (B)(4), ubd: 14-oct-2021. Other relevant device(s) are: micra, model #:mc1avr1-delsys / expiration date: 14-oct-2021 / serial#: (B)(4) ,UDI #: (B)(4) , no, mfg date: 07-may-2020 , labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), a loose tether allowed contrast injection to push the tines out. The physician unlocked and tightened the tether to put leadless ipg back in the cup. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.